Manufacturer narrative:
The lot number for the two reported malfunctions was provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection. Therefore, the investigation for the two reported malfunctions are inconclusive for the alleged material rupture issue. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates the model u4150230rx pta balloon dilatation catheter allegedly experienced material rupture. The report was received from various source. Both malfunctions were involved patient with no known impact to the patient. Of the two reported malfunctions, one female patient is (B)(6) years old and weighs (B)(6) kgs. The remaining patient's age, gender and weight was not provided.